Event description:
It was reported that there was a removal of a series 2 insert due to wear of the insert. The surgeon also removed head.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it was destroyed while removing. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Manufacturer narrative:
An event regarding wear involving an omnifit liner was reported. The event was confirmed. A medical review was performed and concluded: "radiology confirms osteolysis around cup and proximal stem with a probably loose cup and stable stem. Component positions adequate for both stem and cup. Average linear poly wear after 16-years is 0,33-mm/year. Because patient-activity is the most relevant driver for poly wear, the root cause of this pi case should be considered mostly patient-related while furthermore procedure-related aspects are present given the practical limitations for service life of arthroplasties from the nineties of previous century in young active patients. Because we do not know exactly the lifestyle of this patient, there remain some uncertainties but based on the measured wear rates compared to literature findings, these should be considered to be within the normal range of young active patients and as such there is no evidence for device-related issues. No other procedure-related issues are present. Component position is adequate for both stem and cup. As such the root cause of this pi event is an adverse mix of patient-related and procedure-related factors and is not device-related." Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. A medical review was performed from the medical information received. Wear of the omnifit liner was confirmed, however it was determined that this was not a device related issue. The wear rates in this case were determined to be within the normal range for young active patients. No further investigation is required at this time.

Event description:
It was reported that there was a removal of a series 2 insert due to wear of the insert. The surgeon also removed head.